Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the multiuse blood control device was stuck to the needle safety device upon needle removal from the cannula. This caused the needle stick prevention device to be unable to deploy leaving user at risk for needle stick injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination of the photo, it was observed that the safety clip was activated and engaged at the cannula tip. The septum opener was dislodged and removed out with safety clip. The reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. While the reported defect was confirmed, an exact root cause could not be determined. An approved project is in place to further address issues with passive safety failure. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.